Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the connection cable of the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.